Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a standard medial row rotator cuff repair, after twisting the q-fix all suture anchor mechanism to deploy, black and white cobraid and the blue and white cobraid did not appear to be attached to the anchor and easily came out in their entirety with the drill guide and inserter. The sutures appeared to have broken within the anchor. The sutures were not stuck in the cleat when the inserter was removed. The anchor body was left in the patient. The drill and drill guide were used again, and a s+n backup device was deployed in the originally drilled bone hole. There was a delay of less than 5 minutes. The patient was expected to have a normal postoperative course. No further complications were reported.